Manufacturer narrative:
The caller stated, "...the mt's were never called, and he did not follow up with his hcp...." Control solution lot # 1030315335 control solution range: 82-127 mg/dl per label copy/ package insert: high or low blood glucose results can indicate potentially serious medical conditions. In case of an unexpected result, you should repeat the test using a new test strip. If the result is still unexpected, or the reading is not consistent with how you feel, contact your hcp and treat as prescribed. Any change in the treatment of your diabetes should be discussed with your hcp. Nova max test strip insert- quality control: checking the system control solution test: the nova max control solution is used as a quality control check to make sure that your blood glucose monitor and the nova max glucose test strips are working correctly. Do a control solution test: each time you open a new vial of test strips. Storage and handling: keep the nova max glucose test strips vial tightly closed when not in use. Test strips should be stored only in the original vial. Meter and test strips are expected to be returned for evaluation.

Event description:
Consumer called in to report, "....that a day ago he experienced a reaction after administering insulin based on what he felt were 'wrong' high blood glucose readings...." (B)(6). Consumer stated within an hour of having breakfast he lost conscientiousness. His wife found him on the floor and gave him sugar (B)(6).

Manufacturer narrative:
The consumer's complaint is confirmed. Failure analysis of the returned device revealed that the nova max link glucose monitoring device performed within specification. The sequence of events reported by the consumer do not align with the time and date details stored in the meter history. Evaluation of the returned test strips read high out of control range. The root cause is attributed to the consumer's storage and handling of the test strips as evidence by the weight of the returned vial failing the weight test. A failure of this nature is consistent with a compromised vial by exposure to humidity and/or fluid. This finding is further supported by the results of the retain strip lot testing which confirms the retain strips to perform within specification. The DHR was complete and contained all relevant data indicating the product put into finished goods met all specifications.